Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during dilation in the colon performed on (B)(6), 2013. According to the complainant, during the procedure the gauge needle stays at zero during inflation. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The unit was visually inspected and its unit components observed for any damage or defect. No issues were noted. Syringe gauge leak test was performed and it was noted that the gauge needle did not increase and remained at zero. The complaint that the gauge was reading inaccurately was confirmed. It is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause for this event is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during dilation in the colon performed on (B)(6) 2013. According to the complainant, during the procedure the gauge needle stays at zero during inflation. It was reported the gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.